Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported upon final angiogram there appeared to be very narrow area in the middle at the gate. The physician elected to balloon the area with another manufacturer's 14 mm balloon and then with a 16 balloon still the gate was very narrow. The physician placed another manufacturer's bare metal stent and the vessel was still left with narrowing at the aortic neck. There was adequate flow with a 9-10 mm lumen. The physician decided to not further intervene. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results and conclusion - other, (unknown cause of narrowing/occlusion), (arterial and venous occlusion). Other (secondary intervention).